Event description:
It was reported that the impedance on the right ventricular (rv) lead had decreased. It was noted that the patient was in the hospital with heart failure symptoms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed impedance/resistance decrease, the daily hv - lead impedance trend data shows an impedance decrease for svc defibrillation and defibrillation = 40 to 25 ohms minimum between (B)(6) 2012 and (B)(6) 2012. There was sensing - oversensing and 3 - vf<=210 ms average v-cycle between (B)(6) 2008 and (B)(6) 2012.